Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the large needle driver instrument had a broken cable coming from the tip of the instrument.